Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/18/2020. A manufacturing record evaluation was performed for the finished device lot number am3506, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: did the patient experience a post-op device malfunction? Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, -no. Overloading, pain, degenerative diseases, bleeding or oozing no. Did the patient require revision surgery or hardware removal? No. Patient status/ outcome / consequences - patient whose dehiscence is closed with non-absorbable suture, they are removed after 15 days with adequate healing process. Is the patient part of a clinical study? No. The patient demographic info: age, weight, bmi at the time of index procedure? Age: 60 years. Were there changes to pre-op cleansers or procedures? No. At what site / structure did the wound dehiscence occur? Medial area in right breast and axillary. What was the appearance of vicryl suture on (B)(6) 2020 no changes. Was surgical intervention / revision necessary due to the event? If yes, please provide the date, name, and details / findings of the surgical procedure / revision. - no. Other relevant patient comorbidities / concomitant medications? Diagnosis: breast cancer pathological: hypothyroidism. Medications: levotyroxin, chemotherapy. May twelve. Red and white. Tamoxifeni. Toxic: denies. Size of dehiscence? 3 cm approximately. What intervention was carried out related to the dehiscence? Patient whose dehiscence is closed with non-absorbable suture, they are removed after 15 days with adequate healing process. The following information was requested but unavailable: in which structure / organ and tissue was the monocryl suture placed on (B)(6) 2020 what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased at the time of index surgery how was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? What tissue dehiscence? What is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/3/2020. A manufacturing record evaluation was performed for the finished device lot number am3506, and no non conformances / manufacturing irregularities were identified. Additional information was requested and the following was obtained: in what structure / organ and tissue was the monocryl suture placed on (B)(6) 2020: answer: the monocryl suture on (B)(6) 2020 is not used for this patient (B)(6). What was vicryl's suture appearance on (B)(6) 2020 - no change? Answer: the appearance of the vicryl 3/0 sc-20 suture: am7112, fv: 09/2024 at the time of the event was unchanged. The patient captured in (B)(4) had initial procedure on (B)(6), 2020 and revision surgery on (B)(6) 2020. The suture captured on file is vicryl plus suture. Answer: the procedure takes place (B)(6) 2020. On the date (B)(6)2020 in postoperative review, the event was identified with the vicryl 3/0 sc-20 suture: am7112. The event for the case of the patient "(B)(6)" is with the vicryl 3/0 sc-20 suture: am7112. Additional information in this file refers to monocryl and vicryl sutures for surgery on (B)(6) 2020 and does not appear to be for this patient event who underwent initial surgery on (B)(6) 2020 with revision on (B)(6)2020: answer: this information related to the monocryl and vicryl sutures for a surgery on (B)(6)2020 does not correspond to this case. The patient event report who underwent initial surgery on (B)(6) 2020 with revision on (B)(6)2020 corresponds to (B)(6) patient (B)(4). Attached again the case description information: patient who underwent right modified radical mastectomy surgery on (B)(6) 2020. On (B)(6) 2020, patient was admitted to the emergency service due to drainage dysfunction of the right breast, clots were suctioned with a syringe and the drain was reconnected, leaving it functional, draining serous content, patient in good condition, without signs of collection or infection. On (B)(6)2020 in review with a support doctor, patient presented an active drain and adequate postsurgical evolution. On (B)(6)2020 in pop revision, patient entered the healing service with a suture dehiscence of approximately 3 cm in the medial and axillary area without signs of infection and seroma in the right breast, that's why it was decided to suture with 4 prolene stitches. 3/0 in the medial area and 1 point in the axillary area. On (B)(6)2020, a patient is admitted to the service of procedures for healing and removal of stitches in the right breast post mastectomy. The wound is found without signs of infection, stitches are removed with acceptable and biosafety techniques, healing is performed, irrigated with saline solution, covered with dressings and photostimuline. Note: event related to vicryl suture, lot am7112 reported via mw# 2210968-2020-09550. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to the FDA: 12/3/2020.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the index surgical procedure? In what tissue was the suture placed? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? What was the appearance of the suture during the revision procedure on (B)(6) 2020? Did the patient experience an infection? If yes, were cultures performed? Results? Were there changes to pre-op cleansers or procedures? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Other relevant patient history / concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
Title: clipless laparoscopic cholecystectomy: ultrasonic dissection vs conventional method. Authors: laligen awale; narendra pandit; shailesh adhikary. Citation: world journal of laparoscopic surgery (2020): 10.5005/jp-journals-10033-1384. Website: https://doi.org/10.1186/s12301-019-0003-4. The aim of this study was to evaluate how effective and safe harmonic shear in dividing the cystic duct in laparoscopic cholecystectomy (lc), to move forward with the time, and to find if it actually confers benefit in relation to operative time, bleeding, reduced postoperative morbidity. Between 2015 and 2016, a total of 112 patients underwent into either conventional laparoscopy (cl) group (male=8, female=51; mean age=45.64 ± 14.84 years, age range=20 to 70 years) or clipless laparoscopic cholecystectomy (clc) group (male=10, female43; mean age=45.64 ± 14.84 years, age range=20 to 70 years). During the procedure in the clc group, the ultracision harmonic scalpel (ethicon) was used for dissecting the triangle of calot. Reported complications included intraoperative gallbladder (gb) perforation (n=7) in which 6 patients required placement of drain; postoperative pain (n=53) with vas pain score at 12 hours of 3.91 ± 0.94 which required analgesics, vas pain score at 24 hours of 2.5 ± 0.80 which 51 patients required analgesics, and vas pain score at 1 week of 1.17 ± 0.47; blood loss due to fall of hemoglobin with median value of 0.40 g/dl (0.20 - 0.50 g/dl) (n=53). In conclusion, with the development of ultrasonic energy source and its ability to seal the vessel and cystic duct safely, it can be utilized during lc without the need of clips.